Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 7.0 x60, 75cm gladiator balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine.